Event description:
A patient reported experiencing inaccurate high results with a otp meter. The patient's blood glucose results were 251 mg/dl (meter), 155 mg/dl (lab). Tests were done within <10 minutes with a difference of 81%. Patient did not experience any adverse events. No further information has been reported. Note-capillary blood was used for lab test.